Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported tags and adhesions at the 7 o'clock position on the 50-60% of cases noted when lifting the flaps. The tags and adhesions do not cause harm to the patients. The surgeon stated having to use a special technique to lift the flap. Additional information requested.

Manufacturer narrative:
During technical onsite visit the field service engineer (fse) checked laser optics for cleanliness and found various spots on the lens. The fse cleaned the spots, ran threshold cuts on pmma and other checks on system . The fse could not find any issues. Review of the logfile for the whole treatment day shows no errors or any relevant warnings that could contribute to the reported event. During start-up of the system the vacuum, the energy and the ablation tests were performed successfully. The user performed checks within recommend time range. The energy was stable during that day. No relevant deviation between planed and performed energy is detectable. Twenty-five treatments on that day were finished successfully. No abnormality regarding z-offset setting can be identified. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. The possible root cause could be an asymmetrical applanation and/or eye movement during treatment. The manufacturer internal reference number is: (B)(4).